Event description:
It was reported that the patient passed away due to other complications. Attempts for additional information have been made; no additional relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects or malfunctions. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Additional information was received from provider that the death of patient is not suspected to be related to the vns. Death form of patient was attached noting that patient did respond to vns in the form of seizure reduction. Patient died on (B)(6) 2021 due to pneumonia and interstitial lung disease in the hospital. It is not related to vns system and no product was explanted. No additional relevant information has been received to date.